Event description:
The reporter's mother rec'd an er1 and retested. The mother had been waiting more than two minutes before inserting the strip. She also put blood on the wrong side of the strip when first started using the meter. The reporter is not alleging harm and there has been no medical intervention.